Manufacturer narrative:
Additional information (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two large volume infusors leaked during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: PMA/510k # correction: k071222 (previously na). The lot was manufactured from november 27, 2018 - november 28, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.